Manufacturer narrative:
(B)(4). The lot was manufactured from april 07, 2014 to april 09, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed with no issues noted. Functional leak testing was performed and a leak was observed at the fill-port. The cause of the leak was determined to be a glass fragment approximately 0.30mm in size trapped under the check-band. The origin of the glass fragment could not be determined. The reported issue was verified through evaluation. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The device leaked an unknown solution from a volume of 230ml to 100ml. This was noted before patient use. There was no patient involvement. No additional information is available.